Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed when the 10mm x 4.0mm wolverine coronary cutting balloon ruptured after 20 seconds during the second inflation at eight atmospheres. The procedure was successfully completed with another of the same device without further issue or patient injury.